Event description:
Refrence number (B)(4) event occured in saudi arabia. It was reported that the patient experienced a bent infusion set cannula event on (B)(6) 2026. The insertion site was the abdomen, and the infusion set had been in use for five hours. The bent cannula resulted in pain at the insertion site. No further information is available.